Event description:
It was reported that the patient presented for a scheduled procedure. The next day the device was checked, and it was discovered that the right ventricular lead exhibited low impedance and loss of capture. A chest x-ray was performed, and it was noted that the lead advanced slightly and perforated. The lead was explanted and replaced. The patient was in stable condition.